Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between april 10-12, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and a few droplets of fluid was also noted inside the bottle which suggested the issue may have occurred. However, the picture does not show the actual rupture of the bladder. The reported condition was verified. Due to the nature of the sample provided, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured resulting in medication leaking out into the plastic housing. The issue occurred while manually filling the pump using a syringe during preparation. The device was filled with fluorouracil and 55ml saline having a fill volume of 230ml. There was no patient involvement. No additional information is available.